Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas failed out of box during initial setup, presenting a persistent blue circle and inability to obtain a pairing code, consistent with a screen/touch interface that was unresponsive and preventing operation of the device touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The investigation included communication with the user and analysis of information provided by the user. Investigation of this device revealed a software-related malfunction associated with unresponsive controls on the touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.